Manufacturer narrative:
Device available for eval?, device return to manuf .?, device eval by manufacturer? Additional information: returned to manufacturer on, imdrf annex a and b grids omit: a0902 - display or visual feedback problem (1184),b17

Event description:
It was reported that 8100 pump module was affected by iui/platen/batt/dim segment recall. There was no patient involvement.

Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action.

Event description:
It was reported that 8100 pump module was affected by iui/platen/batt/dim segment recall. There was no patient involvement.